Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The lead exhibited historically high out of range high voltage lead impedance. Sensing and capture were stable. Isometric testing did not reveal noise. The device was planned to be reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.